Event description:
It was reported that pump experienced malfunction alert with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was part of a field correction, assisted caller with resetting pump, verified that malfunction did not recur, and advised customer to continue using pump and call back if issue returned, which caller acknowledged and understood.